Event description:
It was reported that the pump was warm to the touch while charging. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.